Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient¿s friend/family member reported the patient plugged the communicator into the ac power cord last night and the communicator and plug started smoking. Now the plug is burned up and no other plug will fit in the end anymore. The caller stated they do not think it had gotten wet. Troubleshooting was not required. The issue was not resolved. An email was sent to the repair department to replace the communicator and ac charging cord due to the communicator and ac power cord started to smoke. No patient injury reported.

Manufacturer narrative:
H3: analysis found ¿visual damage to the micro usb hub¿, ¿failed battery charging bench test,¿ and ¿defective recharging circuitry tm90 recharging circuitry is damaged (broken micro usb port tab)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.